Event description:
It was reported that pump screen stayed dark and would not turn on unless button was pressed extremely hard or multiple times, and caller also expressed concern about storage mode and unexpected shutdown behavior along with battery level changes. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to remove pump from case and repeatedly attempt proper button pressing, was instructed to continue using current pump until replacement arrived, and was told how to place pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label, and technical support arranged replacement pump.